Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's insulin pump alarmed motion sensor test failure followed by a motor error alarm. The patient's blood glucose at the time of incident is unknown. The customer attempted to restart the device by removing the battery but the same alarms recurred and the device's basal rates were erased. Troubleshooting did not occur; the father stated that he will tell his daughter to call the 24-hour product helpline to troubleshoot. No products were returned or replaced.